Event description:
It was reported that the atrial lead appeared to not capture when capture threshold was performed. There was also no sensing observed on the atrial electrogram. Sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.